Manufacturer narrative:
(B)(4).

Event description:
It was reported during an implantation procedure, the patient right ventricle was found enlarged and the physician feared the use of the electrode could have caused perforation. The electrode was not implanted and a new lead was implanted instead. The patient condition was stable following the procedure.

Manufacturer narrative:
Analysis was normal. No anomalies were found.